Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 500 mg/dl. The user and mother followed the ketone action plan and were able to treat the high blood glucose by performing a supply change and drinking fluids without outside intervention. No emergency medical services or hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.